Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation and was able to duplicate the reported problem. This is isolated to tca p/n 16542 s/n (B)(6) (rev j) drift railed low a/d counts. This was a known issue addressed in CAPA ca-2015-0273, eco 83950, avea recall z-1609-2015, scar ps-14-46 for revs ah and older. Corrected with rev aj.

Manufacturer narrative:
Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire medical that the avea ventilator experienced a circuit occlusion during patient use. The customer indicated that there was no patient harm on this incident.